Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. D4: batch # 113a24. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the b12lt trocar was returned with only the universal seal and with the seal damaged and torn. The torn piece of the seal was also returned inside a bag. In addition, the seal piece was examined for visual inspection and one mark (damage) was noted. The event reported was confirmed and it is related to improper use of the device. Per the instructions for use it states: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." Please reference the instructions for use for more information. As part of our quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. H2: additional information received: a photo was received for review. The photo shows a b12lt sleeve with damage to the seal. Based on the photo, the event described is confirmed, however no conclusion or root cause could be determined. Please see device analysis above.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: a photo was received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastrectomy, the back side of the valve peeled off when a forceps was removed through the trocar. After a piece was removed, an abdominal irrigation was performed. No pieces were left inside the patient. The device was used on the skin. Another device was used to complete the case and the procedure was not converted to an open procedure. No opinion was provided from the surgeon about "the factor of the valve being broken." There were no adverse consequences to the patient, the patient¿s condition is stable, and no further information is available.